Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 03/03/2016. This event was reported by the patient. To date, apollo has been unable to confirm the reported events with the patient's physician. The device will not be returned for analysis. Further information regarding device catalog and serial number have been requested, to date no additional information has been received by apollo. Without the device or serial number/catalog, the connecter type associated with this event could not be determined. Device labeling addresses the possible outcome of intolerance as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system reported "I haven't been able to eat meat, rice, pasta, real food in 10 years. I need this band gone." The patient had the entire lap-band system removed.